Manufacturer narrative:
(B)(4). Device evaluation: the device was returned for analysis. The hypotube and distal shaft were kinked. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 23rd and 24th distal stent wraps with misaligned and raised struts. There was damage to the 29th and 30th distal stent wraps with slightly raised and misaligned struts. Deformation can be seen to the 32nd distal stent wrap with misaligned and slightly raised struts. The distal tip was damaged. Image review: the images capture the lesion site in the lad. Pre-dilation is evident from the images. There were no images capturing the attempted delivery and subsequent removal of the resolute integrity 3.0x30mm stent. The procedural images confirm the tortuous nature of the lad vessel.

Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat a moderately calcified and non-tortuous lad lesion exhibiting 80% stenosis. It was reported that no damage was noted to the device packaging. No issues were encountered when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated using a solarice balloon. Another resolute integrity stent was implanted in the proximal lad. During the procedure, resistance was encountered during delivery and the device would not pass through the previously resolute integrity stent in the proximal lad. However, it is reported that the stent passed through another previously deployed stent. It was reported that the physician decided to pull back the stent system and the stent was damaged on removal. Another resolute integrity was used to complete the procedure. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.